Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical debris on the lens. Visual inspection found no visible damage and foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b1- adverse event should be marked in MDR supplemental #1. H10- "with moisture" should be removed from previous MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.50/+0.5/074 (sphere/cylinder/axis) into the patinet's right eye (od) on (B)(6) 2015. The surgeon reports low vault and refractive change over time. On (B)(6) 2020 the lens was exchnaged for a longer length lens and the problem was resolved. H6- patient code 3191: secondary surgical intervention- lens exchange. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. One similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+0.5/074 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2015. The surgeon reports low vault and refractive change over time. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.